Event description:
It was reported that epoxy was found on the bd¿ blunt fill needle. The following information was provided by the initial reporter, translated from portuguese: "material is closed, but with some foreign matter attached to the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon visual inspection, excessive white foreign matter is observed outside the needle on the hub. This foreign matter is identified as epoxy. Possible root cause is due to the grid stop in the resin applicator, this problem in the oven causes the cannula assembly and resin application assembly to stop, which can result in excess resin due to the lack of movement of the waiting grid oven release. Batch history analysis (DHR) was performed, maintenance records and quality notifications were verified and a maintenance record related to oven problems was found.

Event description:
It was reported that epoxy was found on the bd¿ blunt fill needle. The following information was provided by the initial reporter, translated from portuguese: "material is closed, but with some foreign matter attached to the needle."